Manufacturer narrative:
(B)(4).

Event description:
New information received notes that during follow-up on 02/01/2016, patient was doing well. On (B)(6) 2016, patient was recommended for cardiac rehab due to abnormal stress test. Patient probably had inferior infarct and had abnormal ECG on (B)(6) 2016. Patient also had intraparenchymal hemorrhage. Hematoma was evacuated through bur hole. Patient had severe left hemiparesis. Patient was discharged to extended care facility on (B)(6) 2016. Patient treatment was discussed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was brought into clinic after receiving a merlin.net transmission for high pacing lead impedance. Upon interrogation, high, out of range, pacing lead impedance which was reproducible with pocket manipulation was noted. Loose lead pin connection was observed. Device was explanted and replaced. Patients' condition was stable.

Manufacturer narrative:
No conclusion code available. The reported high pacing lead impedance was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomaly was found. The cause of the impedance anomaly could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient had stroke one month after the replacement procedure. No further information was available.